Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 38 mg/dl. The customer treated low blood glucose value with carbohydrate intake. Customer declined troubleshooting for low blood glucose. Insulin pump was on auto mode and customer was using insulin pump within 48 hours of low blood glucose event. The insulin pump will not be returned for analysis.